Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument revealed and confirmed a deficiency. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The office set reclaim disassembly body was reported with unknown reason. It did not affect surgery.